Event description:
It was reported that on (B)(6) 2006, the patient underwent a fusion surgery on the lumbar region of her spine from l5 to s1 in which rhbmp-2/acs was used. It was reported that the patient's post-op period has been marked by increasingly severe pain in her low back and lower extremities and she also suffers from incontinence. Reportedly the patient's injuries necessitated a revision surgery. It was reported that the patient's severe and unrelenting pain is treated with an aggressive narcotic pharmaceutical regimen that is overseen by a pain management physician. Patient continues to require physical therapy to treat her injuries. It was reported that the patient continues to experience severe and unrelenting low back pain that radiates to her left leg, and is coupled with numbness in her left foot and drop foot. She has difficulty ambulating, and requires the assistance of an ambulatory device to travel more than short distances.

Manufacturer narrative:
(B)(4). X-ray review analysis: provided images are post op c-arm flouro pictures that probably represent a nerve block. It is not possible to determine the presence of ectopic bone formation on fusion status as a possible complication of bmp use.

Event description:
It was reported per patient's medical records that on: (B)(6) 2006: the patient presented with buttock pain, which slowly progressed to tingling in the toes of her left leg. MRI was reviewed which revealed significant herniation of the l5-s1 disc into the lateral recess and foramen on the left side. There was also signal change and decreased height at the l5-s1 disc space consistent with degenerative disc disease. Impression: degenerative disc disease with herniation causing left lower extremity radiculopathy. On (B)(6) 2006: the patient presented for an office visit with low iron count. On (B)(6) 2006: the patient was admitted with the following pre-operative diagnoses: degenerative disc disease l1-l5; herniated disc and left lower extremity radiculopathy. She underwent the following procedures: posterior interbody fusion with structural support, l5-s1. Posterior spinal fusion, l5-s1. Posterior instrumentation, l5-s1. Decompression, left l5 and s1 nerve root via hemilaminectomy. Use of microscope. Per op notes, "the l5 nerve root was identified and protected and the s1 nerve root was identified and retracted medially to expose the l5-s1 disc. A scalpel was used to incise the l5-s1 disc creating a portal for instrumentation of the disc. Curve curetted were used to remove disc material along with pituitaries. Rhbmp-2 was packed into a peek interbody device. A 14 mm high by 26 mm long, device was then inserted into the disc space after trialing. It has a very strong fit. Stranded rhbmp-2 were then placed on either side. The opening to the disc was then plugged with dbx putty. The l5 and s1 pedicle screws were then placed. "Appropriately sized polyaxial legacy screws were then placed. The rod was placed between the screws and capture tightness and finally tightened in place". The posterior elements including the transverse process of l5 and the ala of the s1 were decorticated with a burr. The piece of lamina where the depth was excised was placed laterally between the transverse process and ala. A portion of rhbmp-2 was placed as well as dbx putty and crushed cancellous allograft bone "rhbmp-2 was placed directly over the decorticated bone." No patient complications were reported. On (B)(6) 2006: the patient was discharged. On (B)(6) 2006: the patient presented for an office visit. She complained of subjective increased weakness and dysesthesias in the left lower extremity. She also had some tightness in the hamstrings bilaterally, some tenderness in the paraspinal musculature near the surgical site. Radiographs revealed maintenance of the hardware and spine. On (B)(6) 2006: the patient presented with continued discomfort deep in her back. Radiographs revealed maintenance of alignment of the hardware and spine. On (B)(6) 2006: the patient underwent MRI of lumbar spine. Impression: severe stenosis of the left neural foraminal at the postoperative posterior fusion site of l5-s1 significantly compressing the left exiting l5 nerve root; this cystic mass likely represents a post -surgical focal hematoma vs. Arachnoid cyst. On (B)(6) 2007: the patient presented with worsened back pain. Physical examination revealed the muscle to be very tight on both sides particularly on the left side. Radiographs showed a cyst in the l5-s1 left foramen. Impression: probable lumbar strain secondary to long car ride. On (B)(6) 2007: the patient presented with worsened back pain. On (B)(6) 2007: the patient underwent CT of lumbar spine due to cyst. Impression: no significant interval change at l5-s1. On (B)(6) 2007: the patient presented with discomfort in her buttock and the lumbosacral junction. Physical examination revealed tenderness at the lumbosacral junction, discomfort with range of motion of the back. Impression: possibility of sacroiliac joint causing symptoms. On (B)(6) 2007: the patient presented with low back pain. The pain radiated into both buttocks and along the iliac crest. Impression: spinal pain; left l5 radiculopathy; l5-s1 herniated nucleus pulposus; failed back syndrome; episodic headache consistent with migraine versus cervicogenic headache; right carpal tunnel syndrome versus c6 radiculopathy. On (B)(6) 2007: the patient underwent MRI of lumbar spine due to low back pain. Impression: lumbar degenerative changes with disk desiccation. Mild disk bulge at the level of the l4-5 with mild impingement of the thecal sac. No spinal canal stenosis. No evidence of spinal cord or nerve impingement. She also underwent MRI of brain due to headache. Impression: normal brain MRI study. A mucous cyst measuring 12 x 13 mm in the left maxillary sinus. On (B)(6) 2007: the patient underwent MRI of cervical spine due to neck pain. Impression: cervical degenerative changes with disk desiccation. Mild disk herniation at the level of c3-4 (central), c4-5 (central) and c5-6 (right paracentral) with mild impingement of the thecal sac. No spinal canal stenosis. No narrowing of neural foramina. No evidence of spinal cord lesion or spinal cord compression. On (B)(6)2007: the patient for follow-up of low back pain. She underwent MRI of cervical spine which revealed c3-4, c4-5 and c5-6 herniated nucleus pulposus without spinal canal stenosis and without narrowing of the neural foramen. She also underwent MRI of brain which was normal, except a mucous cyst in the left maxillary sinus. Lumbar spine MRI was also done which showed disc bulges at l4-5, with impingement of the thecal sac, and fusion with screw fixation at l5-s1. On (B)(6) 2007: the patient presented with weakness and dysesthesia and pain down to the left lower extremity. Musculoskeletal examination revealed limited range of motion of the lumbar spine, mild tenderness over right quadratus lumborum muscle and right trochanteric bursa. On an unknown date in (B)(6) 2008: the patient underwent the implantation of spinal cord stimulator. On (B)(6) 2009: the patient underwent CT of the lumbar spine due to history of l5-s1 spinal fusion with spinal cord stimulator and urinary incontinence. Impression: status post l5 laminectomy; fusion of l5-s1. Disc bulging at l3-l4 and l4-l5. On (B)(6) 2009: the patient presented with herniated nucleus pulposus, leg and back pain. On (B)(6) 2009: the patient presented with persistent back pain. She had some mild bilateral posterior thigh numbness and tingling. On (B)(6) 2009: the patient underwent CT of lumbar spine. Impression: post-operative changes at the l5-s1 level with extensive productive changes at the left l5 pedicle possibly related to bone graft material/ankyloses with severe left foraminal stenosis and mass effect on exiting left l5 nerve root; the spinal canal at the level of the spinal fusion was patent. On (B)(6) 2009: the patient presented with lower lumbar pain. Impression: evidence of a dural leak secondary to a CT myelogram. On (B)(6) 2010: the patient presented with lumbar pain. Impression: significant pain; there is also a pseudoarthrosis of the facet at the l4-l5 level. On (B)(6) 2010: the patient presented with the following pre-operative diagnosis: lumbar facet syndrome. She underwent the following procedure: radio frequency denervation of the left l2 and l3 medial branch nerve. No patient complications were reported. On (B)(6) 2010, (B)(6) 2011: the patient presented with severe lower lumbar pain. Impression: chronic persistent pain. On (B)(6) 2010: the patient presented with chronic back pain and leg pain. The CT myelogram was reviewed which showed solid fusion at l5-s1; the tlif tract had a large bony outgrowth at the path in which this was placed; the bony overgrowth completely obliterated the exiting l5 foramen; there was no additional central stenosis or degenerative disc disease at l4-l5. On (B)(6) 2011: the patient presented with chronic persistent lumbar issues. Impression: chronic persistent pain. On (B)(6) 2011: the patient presented with chronic back pain and leg pain. She felt some numbness and weakness in her right leg. Her back was still intermittent but less severe than her right leg pain. On (B)(6) 2011: the patient presented with back pain shooting down to the right leg. She underwent electromyography and nerve conduction study. Impression: no response from the left sural sensory nerve, which may indicate sensory neuropathy or a technical difficulty; no evidence of radiculopathy. She also underwent CT of lumbar spine. Impression: prior spinal fusion with posterior metallic fixation l5-s1; no evidence of central or lateral spinal stenosis; degenerative arthritis of the vertebral bodies with osteophytes formation. On (B)(6) 2011: the patient underwent CT of thoracic spine due to pain. Impression: mild degenerative changes in thoracic spine with predominantly right-sided foraminal narrowing extending from t3/4 through t6/7 levels; limited evaluation t7/t8 and t8/t9 level due to spinal stimulator. Chronic compression t7 vertebral body with possible hemangioma. The 4 mm nodule right lower lobe. She also underwent CT of lumbar spine. Impression: status post fusion l5/s1 level with orthopedic hardware, intact orthopedic hardware; anatomic alignment. Left paracentral/left foraminal disc osteophyte complex l5-s1 level with 1 cm bony fragment in the left subarticular zone/neural foramen probably impingement the left s1 and l5 nerve roots. Mild disc bulge l3/4 and l4/5 levels; no evidence of central stenosis. Status post cholecystectomy and gastric bypass; 2 cm left adnexal cyst. CT of cervical spine was also done due to right shoulder pain. Impression: mild degenerative changes cervical spine most significant at c5/c6 level with right paracentral disc osteophyte complex probably impinging the traversing right c7 nerve root; mild foraminal stenosis midcervical spine from uncovertebral hypertrophic changes; no evidence of central stenosis. Heterogeneous thyroid gland. On (B)(6) 2012: the patient presented with chronic persistent failed back pain. On (B)(6) 2012: the patient presented with chronic persistent lumbar issues. Impression: chronic persistent pain. On (B)(6) 2012: the patient presented with low back pain. On (B)(6) 2012, (B)(6) 2013: the patient presented for an office visit for sharp low back pain. She had the following complaints: difficulty sleeping, palpitations, change in bowel habits, urinary incontinence and urine leakage, joint stiffness, loss of bowel control, numbness and tingling. On (B)(6) 2012: the patient underwent CT of cervical spine due to neck pain. Impression: no significant change in appearance of cervical spine. Facet arthropathy and uncovertebral hypertrophy at c6-7 level causing mild left neural foraminal narrowing unchanged. She also underwent CT of lumbar spine due to back pain. Impression: leftward scoliosis of lumbar spine unchanged. No hardware complication. L5-s1 left foraminal disc osteophyte complex causing moderate neural foraminal encroachment unchanged. L3-4 and l4-5 facet arthropathy and concentric disc bulges causing mild bilateral neural foraminal encroachment at these levels. On (B)(6) 2013: the patient presented with chronic persistent lumbar pain. On (B)(6) 2013, (B)(6) 2014: the patient presented for chronic pain management of lumbar spine. She had tenderness in lower lumbar paraspinals. She also had her medications monitoring. On (B)(6) 2013: the patient underwent CT of lumbar spine due to loss of bowel and bladder sensation. Impression: no significant change. Multilevel neural foramina narrowing identified secondary to mild disc protrusions and productive bony change. Moderate neural foramina narrowing off to the left at l5-s1 secondary to productive bony change. On (B)(6) 2013: the patient presented with low back pain. The symptoms were noted to have been insidious in nature without preceding trauma. They were localized to the bilateral lumbar paraspinals and bilateral gluteals. The pain radiated to the bilateral anterior thigh. There was numbness and paresthesias in the bilateral anterior thigh. On (B)(6) 2013, (B)(6) 2014: the patient presented for an office visit. On (B)(6) 2013: the patient underwent post-op x-rays of the spine. Impression: postoperative changes lumbar spine without acute osseous abnormality; mild thoracolumbar curve with mild degenerative changes in the cervical spine. She also underwent CT of the lumbar spine due to low back pain with left leg numbness and weakness as well as incontinence. Impression: status post interbody and posterior fusion at l5-s1; the interbody graft extends beyond the left posterior margin of the vertebral bodies and results in mild central canal and severe left foraminal stenosis. CT of cervical spine was also done due to neck pain radiating into the right arm. Impression: c5-6: moderate to severe central canal stenosis; mild to moderate left foraminal stenosis - a 4mm module is seen at the right lung apex. On (B)(6) 2014: the patient presented with the following diagnoses: lumbar degenerative disc disease and herniated disc. Musculoskeletal examination revealed tenderness in lower lumbar paraspinals. On (B)(6) 2014: the patient presented with chronic low back pain. On (B)(6) 2014: the patient was admitted with lumbosacral disc degeneration. She also had complaints of low back pain with lower extrem ity radiculopathy, paresthesias and incontinence. She had the following pre-operative diagnoses: degenerative disk disease, l4-5. Lateral listhesis at l4-5. Segmental instability l4-5. She underwent the following procedures: anterior to radical diskectomy l4-5 with decompression neural elements. Fusion l4-5. Placement of interbody prosthesis, l4-5. Anterior spinal instrumentation, l4-5. Reduction of coronal plane deformity through ligamentous. Per op notes, "a box annulotomy over the anterior l4-5 disk space, cobb elevation separated the cartilaginous from the bony endplates and the rongeur removed most of the disc material. Straight upgoing curettes continued the total discectomy, taken back to the level of posterior longitudinal ligament, effectively decompressing the spinal canal. When this was complete, a high speed bur thoroughly decorticated the endplates. Ultimately, trials were selected and 14 mm height x 8 mm lordosis, extra-large footprint, and anatomic peek prosthesis was selected. This was filled with allograft putty and chips and this was tamped into place." No patient complications were reported. On (B)(6) 2014: the patient had the following pre-operative diagnoses: l4-5 degenerative disk disease. Spinal stenosis l4-s1. Status post l5-s1 posterolateral fusion with a percutaneous tlif. Immediately status post anterior lumbar interbody fusion l4-5. She underwent the following procedures: revision laminectomy l4-s1. Hardware removal l5-s1. Exploration of fusion mass l5-s1, segmental pedicle screw instrumentation, l4-5, bilateral fusion l4-5. No patient complications were reported. On (B)(6) 2014: the patient presented for neuro-physiological monitoring of spinal nerve root function during anterior/posterior l4/5 decompression with interbody fusion and pedicle screw fixation for stenosis. Impression: there was no evidence of brachial plexus compression/stretch injury secondary to patient positioning throughout the surgical course. On (B)(6) 2014: the patient was discharged. On (B)(6) 2014: the patient presented for an office visit with musculoskeletal symptoms. She had tenderness in lower lumbar paraspinals and middle lumbar paraspinals. On (B)(6) 2014: the patient underwent x-rays of lumbar spine. Impression: postoperative changes l4/5 and l5/s1 level with intact orthopedic hardware in anatomic alignment. On (B)(6) 2014: the patient presented for an office visit. On (B)(6) 2014: the patient underwent x-rays of the lumbar spine status post fusion. Impression: postoperative change in lower lumbar spine. On (B)(6) 2014: the patient presented with the following diagnoses: cervical herniated nucleus pulposes. She underwent x-ray of the cervical spine due to cervical pain. Impression: minimal hypertrophic change and one level interspace narrowing. On (B)(6) 2014: the patient presented with the following pre-operative diagnosis: disk herniation, c5-6. She underwent the following procedures: anterior cervical discectomy and fusion c5-6. Placement of interbody prosthesis c5-6. Anterior spinal instrumentation c5-6. Per op notes, "a large footprint anatomic peek prosthesis was selected, 6 mm in height, filled with allograft bone and dbm putty. This was tamped into place uneventfully. A 17 mm atlantis elite vision plating system was utilized with 14 mm self-drilling screws. The manufacture's locking mechanism was engaged to their specifications..." No patient complications were reported.

Event description:
It was reported that on, (B)(6) 2007: patient underwent MRI of the lumbar spine without and with contrast. Impression: status post l5-s1 fusion. There does appear to be abnormal soft tissue in the neural foramen and around the posterior aspect of the left lateral disc. Much of this appears to be enhancement and probably represents scar but there does appear to be small focus of left lateral disc protrusion and there may be some slight displacement of the nerve root. On (B)(6) 2007: patient underwent lumbar spine series 3 views x-ray. Impression: no evidence of fracture. Posterior fusion hardware at l5-s1 is intact. Status post cholecystectomy.

Event description:
It was reported that on: (B)(6) 2007: patient presented for office visit with chief complaint of lumbar back pain and underwent following operations: placement of needle into spinal canal and injection of contrast lumbar. Patient underwent xr myelogram lumbar due to spinal cyst. There is adequate opacification and distention of thecal sac. Bilateral stabilizing bars with pedicle screws are noted extending from l5 to s1. Surgical clips overlie the l5-s1 disc. A small extradural defect at the l5-s1 level cannot be excluded. There appears to be some diminished filling of the left l5 nerve root. Patient underwent CT scan of lumbar spine with contrast due to spinal cyst. Bilateral steffi plates with l5 and s1 pedicle screws are noted in position. The left s1 pedicle screw extends to or just beyond the anterior cortical margin. There are 3 metallic densities present within the l5-s12 disc space. The l5-s1 disc space is narrowed. A low attenuation mass, measuring approximately 1.7 x 1.4 cm extends from the posterior left lateral aspect of the l5 vertebral body into the left sided of the ventral canal. It appears to be contained by sclerosis or a rim of the cortical bone. It abuts and mildly displaces the adjacent left nerve root medially and posteriorly. No discrete extradural defect is appreciated at the l1-l2, l2-l3, l3-l4, or l4-l5 levels. No encroachment on exiting foramen at these levels can be appreciated. On (B)(6) 2010: the patient presented with lumbar facet syndrome, and radio frequency of lumbar. On (B)(6) 2013: the patient presented for an office visit for sharp low back pain. She had the following complaints: difficulty sleeping, palpitations, change in bowel habits, urinary incontinence and urine leakage, joint stiffness, loss of bowel control, numbness and tingling. On (B)(6) 2014: the patient underwent x-ray of lumbar spine post operatively. Impression: transpedicular screws at l4 and l5, with anterior plate and screw at the l4-5 level. This is assuming there are 5 lumbar type vertebrae. On (B)(6) 2014: the patient presented with complaint of lumbago and lumbar fusion. On (B)(6) 2014: the patient presented with the following pre-operative diagnosis: disk herniation, c5-6. She underwent the following procedures: anterior cervical discectomy and fusion c5-6. Placement of interbody prosthesis c5-6. Anterior spinal instrumentation c5-6. Per op notes, "a large footprint anatomic peek prosthesis was selected, 6 mm in height, filled with allograft bone and putty. This was tamped into place uneventfully. A 17 mm plating system was utilized with 14 mm self-drilling screws. The manufacture's locking mechanism was engaged to their specifications." No patient complications were reported. The patient also underwent x-ray of cervical spine intra-op. Impression: fluoroscopy provided for cervical spine surgery. On (B)(6) 2014: the patient presented with bowel and bladder incontinence, chronic pain and degenerative disc disease. The patient underwent x-rays of the cervical spine status post fusion. Impression: postoperative change. No subluxation. No additional abnormalities. On (B)(6) 2014, (B)(6) 2015, (B)(6) 2016: the patient presented for follow up visit. On (B)(6) 2015: the patient presented with chronic pain. On (B)(6) 2014: the patient underwent x-ray of cervical spine for follow up. Impression: status post anterior cervical discectomy and fusion c5-c6 level with intact orthopedic hardware in anatomic alignment. Mild degenerative changes c4-c5 level. On (B)(6) 2015: the patient presented for physical therapy due to low back pain with fusion and hardware removal. On (B)(6) 2015: the patient presented with other chronic post procedural pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient was presented for office visit with bulging disc (l5-s1). On (B)(6) 2006 the patient was presented for office visit with hypertrophic skin condition on arm and breast disorders. On (B)(6) 2006 the patient was presented for office visit with herniated disc (l5-s1) and lumbago. On (B)(6) 2006 the patient was presented for office visit with back ache. On (B)(6) 2006 the patient was presented for office visit with bulging intervertebral disc lumbar. On (B)(6) 2006, the patient presented for physical therapy . On (B)(6) 2006 the patient underwent MRI of the lumbar spine. On (B)(6)2007 the patient was presented for office visit with post operative hematoma. On (B)(6) 2007, the patient presented with back pain and headache. On (B)(6) 2007 the patient was presented for office visit with lower back pain. On (B)(6) 2007: patient underwent CT lumbar with contrast test. Findings: following lumbar myelography, helical images from t12 to sacrum with sagittal reconstructions were obtained. Bilateral steffi plates with l5 and s1 pedicle screws are noted in position. The left s1 pedicle screw extends to or just beyond the anterior cortical margin. There are three metallic densities present with within the l5-s1 disc space. The l5-s1 disc space is narrowed. A low attenuation mass, measuring approximately 1.7 x 1.4 cm, extends from posterior left lateral aspect of the l5 vertebral body in to the left sided of the ventral canal. It appears to be contained sclerosis or a rim of cortical bone. It abuts mildly displaces the adjacent left nerve root medially and posteriorly. No discrete extradural defect is appreciated at the l1-l2, l2-l3, l3-l4, l4-l5 levels. No encroachment on existing foramen at these levels can be appreciated. Patient underwent xr myleogram lumbar. Findings: there is adequate pacification and distention of the thecal sac. Bilateral st abilizing bars with pedicle screws are noted extending from l5 to s1. Surgical clips overlie the l5-s1 disc. A small extradural defect at the l5-s1 can not be excluded. There appears to be some diminished filling the left l5 nerve root. Further evaluation will be carried out by means of post myelography scan. On (B)(6) 2007, the patient presented after fall on ice and patient had lumbar spine review. Impression: injured left wrist. On (B)(6) 2007 the patient was presented for office visit with wrist pain. The patient underwent x ray of the lumbar spine. The patient also underwent x ray of the left wrist and navicular. On (B)(6) 2007 the patient was presented for office visit with opioid related disorders. The patient also complained of lower back pain , nausea , headache. On (B)(6) 2007, the patient presented for status post back surgery and underwent physical therapy. On (B)(6) 2007: the patient presented with low back pain (B)(6) 2007 the patient was presented for office visit with closed fracture right 3rd toe proximal phalanx. (B)(6) 2007 the patient was presented for office visit with chronic pain syndrome, lower back pain and medicine refill request. On (B)(6) 2007, the patient presented with hypertrophic skin condition arm and breast disorder. On (B)(6) 2008 the patient underwent MRI of the lumbar spine. On (B)(6) 2008, the patient presented for office visit with bulging intervertebral disc lumbar . On (B)(6) 2008 the patient was presented for office visit with screening exam pulmonary tuberculosis, poliomyelitis. The patient also underwent x rays of the chest and lateral upright series. On (B)(6) 2008 the patient was presented for office visit with menopause premature. On (B)(6) 2008 the patient was presented for office visit with osteoarthritis. On (B)(6) 2008 the patient was presented for office visit for malignant neoplasm cervix and routine gynecological exam with cervical pap smear. On (B)(6) 2008, the patient presented for medicine refill. On (B)(6) 2008 , 12 <(>&<)> (B)(6) 2008, the patient presented for office visit with chronic pain syndrome. On (B)(6) 2008 the patient was presented for office visit with sinus infection. On (B)(6) 2008 the patient was presented for office visit with upper respiratory infection. On (B)(6) 2009 the patient was presented for office visit with right elbow fracture. On (B)(6) 2009 the patient was presented for office visit with finger sprain right thumb ip lateral collateral ligament. On (B)(6) 2009 the patient was presented for office visit with closed joint fracture in right thumb. On (B)(6) 2011 the patient was presented for office visit with diarrhea and nausea and vomiting. Diagnosis: intestinal infection. On (B)(6) 2015 the patient was presented for office visit with "afo" or left ankle/foot.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2014, (B)(6) 2012: patient presented for office visit for chronic pain management and medication monitoring.